Event description:
My best friend took an ora sure swab test in the local glb and he had a positive result. After much crying and suicide contemplation, he was told that the test was a false positive -confirmed by western blot blood test-. This is such a concern for he discussed with family members, friends and lover about the positive results. Why is this test allowed on the market???